Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed common mode wrist test; ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the keyboard latch and power cord door latches were broken. It was noted the cases were in poor cosmetic condition. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.